Event description:
It was reported that t:slim x2 pump battery did not charge and pump showed power source alert while customer used tandem charging cable, wall adapter, and working wall outlet. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into a known working outlet for at least 30 minutes, issue was later resolved, pump did not lose power, and customer continued using same charging supplies.